Event description:
It was reported the pt is no longer receiving stimulation. Upon communicating with the programmer, it was determined her ipg is at "stim off". The pt is pending follow up with an sjm rep.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.